Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33. Lot# j0543000v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-33, lot# j0543000v, implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that in 2005 when the patient bent over to put a collar on her dog in, the door swung open and the door handle hit right where the implantable neurostimulator was. Sometimes the device worked, and sometimes it didn't. In 2006, the patient had surgery and they discovered that the ¿wires came loose.¿ the patient said that they fixed the wires, but her device ran out in less than 4 years and it was supposed to last 5 years. There were no further complications reported or anticipated.